Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This supplemental report is submitted to update the investigation conclusion code, from no problem detected to adverse event related to procedure. As no further information regarding this event is expected, our investigation is complete. This report will be updated should pertinent information be provided in the future.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted successfully and without difficulty. While the patient was under anesthesia, in the process of extubation with mechanical respiratory assistance, the patient suffered severe decompensation. Different resuscitation measures were performed but the patient expired. It was noted the patient was diabetic with chronic kidney disease and a history of percutaneous transluminal coronary angioplasty (ptca), ablation, and infection. The patient had experienced an in-hospital cardiac arrest seven days before the implant procedure. There were no allegations against the device function, and the s-ICD system was not planned to be explanted post-mortem.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted successfully and without difficulty. While the patient was under anesthesia, in the process of extubation with mechanical respiratory assistance, the patient suffered severe decompensation. Different resuscitation measures were performed but the patient expired. It was noted the patient was diabetic with chronic kidney disease and a history of percutaneous transluminal coronary angioplasty (ptca), ablation, and infection. The patient had experienced an in-hospital cardiac arrest seven days before the implant procedure. There were no allegations against the device function, and the s-ICD system was not planned to be explanted post-mortem.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.